Event description:
The device was used during a lung biopsy procedure. Reportedly, the staples did not form properly and the staple line bled. The surgeon resected the incomplete staple line and applied another device. The patient's status is satisfactory.